Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient and physician information.

Event description:
It was reported the patient's system was explanted. Reason for explant is unknown.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.